Event description:
It was reported by the customer that a pyxis medstation es system 2d main 4.1 a1 entire drawer failure. The customer reported that they cannot access meds in drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure a field service engineer reseated bus cable and hard reboot to resolve the issue. The system functioned as intended as the field service engineer troubleshooted the device.